Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 654830) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1 and adenomyosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), abdominal distension ("bloating"), anxiety ("anxiety"), depression ("depression"), hypoaesthesia ("numbness in leg"), fatigue ("fatigue") and arthralgia ("joint pain"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy, uterine cornual resection with essure devices). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, inflammation, abdominal distension, anxiety, depression, hypoaesthesia, fatigue and arthralgia outcome was unknown. The reporter considered abdominal distension, anxiety, arthralgia, depression, fatigue, hypoaesthesia, inflammation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-apr-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 654830) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1 and adenomyosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), abdominal distension ("bloating"), anxiety ("anxiety"), depression ("depression"), hypoaesthesia ("numbness in leg"), fatigue ("fatigue") and arthralgia ("joint pain"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy, uterine cornual resection with essure devices). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, inflammation, abdominal distension, anxiety, depression, hypoaesthesia, fatigue and arthralgia outcome was unknown. The reporter considered abdominal distension, anxiety, arthralgia, depression, fatigue, hypoaesthesia, inflammation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: all the information from (duplicate) deletion cases (B)(4) was transferred to this case. New reporter and reference section was transferred. Legacy device report num: 2951250-2019-12681 added. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 654830) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, parity 1 and adenomyosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), abdominal distension ("bloating"), anxiety ("anxiety"), depression ("depression"), hypoaesthesia ("numbness in leg"), fatigue ("fatigue") and arthralgia ("joint pain"). The patient was treated with surgery (laparoscopy with bilateral salpingectomy, uterine cornual resection with essure devices). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, inflammation, abdominal distension, anxiety, depression, hypoaesthesia, fatigue and arthralgia outcome was unknown. The reporter considered abdominal distension, anxiety, arthralgia, depression, fatigue, hypoaesthesia, inflammation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.